Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 125 ohms. The shock impedance had gone down within normal range the following day. The patient will be evaluated in the clinic. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.